Event description:
The end-user facility reported that during use of the eliminator pet biliary balloon dilator for a biliary dilation, the dilator was allegedly not able to be deflated for removal. While the clinician tried to pull the balloon from the bile duct, the catheter severed at approximately 1.5cm from the distal tip, leaving the balloon of the device within the bile duct. To remove the catheter, a papillotomy (an incision into the duodenal papilla) was performed. As reported, other than an estimated 45 minute delay, the procedure was otherwise completed with no further complications or adverse effect to the patient. Reportedly, the (B)(6) old, male patient was discharged from the hospital per routine procedure for this type of surgery. To date there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred as a result of the surgical retrieval of the device component.

Manufacturer narrative:
As of this filing, the involved eliminator pet biliary balloon dilator has been returned/received from the user facility for evaluation. The investigation is in process and a supplemental and final report will be filed upon the completion of the investigation.

Manufacturer narrative:
Conmed corporation received one (1) "used/damaged" eliminator pet biliary balloon dilator for evaluation. The device was examined in the laboratory and visual inspection found the unit was received in two (2) separated parts. The distal section consists of the balloon (8mm x 3cm) attached to 1.6cm distal portion of the catheter. The remaining portion consists of the rest of the catheter and two (2) luer segments of the device. The catheter is found to be broken in the section within the balloon and this confirmed the reported breakage. However, further evaluation found the fracture appears to be blunt with no necking or plastic deformation. The catheter has been stretched by approximately 55cm, possibly from pulling with strong force causing the catheter to break. In this instance, a possible cause of the failure to deflate the balloon is kinking of the catheter resulting in collapse of the deformed tubing walls, which prevented fluid retraction from the balloon. This kinking of the catheter could possibly be the result of advancing the catheter against resistance. A review of the DHR could not be performed as the lot number was not provided. A two (2) year review of product history for this device family revealed this as an isolated incident for the dilation balloon being difficult to deflate, or, unable to be deflated. During this same two (2) year timeframe, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode 0.002 percent. To date there have been no patient long term adverse effects reported regarding this incident. The conmed eliminator pet biliary balloon dilator is a 5 french (1.7 mm), 180 cm, multi-lumen catheter with a discrete pet balloon mounted on its distal tip. The tip is tapered to provide a smooth interface with a 0.035 inch (0.89 mm) ptfe coated guidewire. This balloon dilator is compatible with duodenoscopes with a minimum 2.8 mm working channel. The conmed eliminator pet biliary balloon dilator is indicated for the endoscopic dilation of strictures of the common bile duct. To reduce the risk of component detachment and patient injury, the instructions for use (IFU) provides the following warnings and precautions: do not exceed the recommended maximum balloon pressure. Do not use air or any gaseous substance as balloon inflation medium. Do not advance or retract balloon dilation catheter, or any other component, if resistance is met without first determining the cause and taking remedial action. Do not exceed recommended inflation pressure when inflating the balloon dilators. Failure to follow the balloon withdrawal procedures may result in increased difficulty during withdrawal.